Event description:
A health care professional reported of a loose tip (phaco emulsification tip) issue before phacoemulsification surgery. The procedure type or any information about patient impact were unknown. The procedure was completed on the same day sometimes by reattaching the tip, sometimes by rotating the sleeve, sometimes by placing the spacer chamber further onto the tip, and sometimes by tossing a new tip set onto the table, but, it was not known exactly how this surgery was finished.additional information has been requested but none received till date. This report pertains to one of the eleven patients reported from same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.